Event description:
Case #: (B)(4). Case subject: npi 8015 display failure. Account name: (B)(6) . Account #: (B)(4). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n. Contact: (B)(6). Contact email: (B)(6) . Contact phone: (B)(6) . Patient or user involvement: no. Patient or user harm: no. Case description: rusty reported a display problem with pcu8015 sn (B)(6). Case resolution: recommended rusty to replace lcd display. Assisted with a part number. Rusty will replace lcd display.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 display failure. Technical support: recommended rusty to replace lcd display. Assisted with a part number. Rusty will replace lcd display. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/25/2016 to present date 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: rusty reported a display problem with pcu8015. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified.

Event description:
It was reported that the device had a display problem. There was no patient involvement.